Manufacturer narrative:
(B)(4). Received the coroner's inquest and the findings were that bile was leaking from the gallbladder bed which led to sloughing of the cystic duct and therefore additional leakage. An ercp was authorized but never occurred and the patient's condition continued to deteriorate despite a laparotomy to drain the bile.

Event description:
It was reported that a patient that had a lap cholecystectomy procedure and the bile duct leaked. Upon inspected the clip was cross and malformed on the bile duct. The patient died five days post op. The device was not kept as the hospital wasn't aware there was a problem at the time. Upon inspection there were three more clips formed well.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team and responses provided by the rep: the nurse who was asked to go down to the morgue and look at the clips have confirmed that one clip was crossed and one was formed perfectly on the bile duct. They have been photoed by the hospital however we can't get copies. The operation as (B)(6) and the male patient dies (B)(6). He was in his (B)(6). Information provided that the patient had a bile duct leak however, the coroner's inquest is not complete and patient's death is still unknown. Because the problem wasn't noticed at the time of the operation only after death by a coroner and it was 5 months ago some of the questions can't be answered. Were the clips inspected at the time of initial placement? If so, was the "cross" noticed or not seen? Not noticed. Did the clip function in an expected and anticipated manner? If not, how? Not known. How many clips were used altogether? 2 left of patient side on bile duct that (B)(6) reported one was perfect the other crossed. Unknown how many clips were fired in total. Which firing did this occur on? Unknown. Did the procedure drive the need to apply torque or twisting of the device? Not that (B)(6) the scrub nurse can remember. What were the local conditions of the cystic duct? Normal, inflamed, gangrenous? Not known. How did the remainder of the operation proceed? Fine, no issues. Death does not usually result from a bile leak, so what conditions may have contributed to the patient's demise? No other illnesses have been disclosed to me however the patient was male and in (B)(6) so many have other illnesses' were there interventions subsequent to the cholecystectomy? No previous operation are known. Was there a recent conversion to ees devices in this account or with this surgeon? The surgeon has been using our er320 for all his lap choles for the past year or even longer and still uses er320 now. Do you believe a peer to peer conversation with our medical director will be made available at a later date? I think this should only be done if the inquest states cause of death to be related otherwise. I have been asked not to communicate with the surgeon. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.